Event description:
It was reported that a 250 ml eva bag had particles inside of the bag. The process step, during which this was found, is unknown. However, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample identified a tiny particle inside the bag, confirming the reported condition. The cause was undetermined. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.